Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a problem with hard disk. Upon functional testing fse repaired the pc. After repair the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that a no boost error message problem was detected on the hard disk. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.